Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in chordae and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and positioned over the valve. While advancing the clip under the valve, it was noted that the trajectory of the clip was more medial then what the physician wanted. Once the clip was under the valve, it because caught in the chordae of the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Since the clip remained caught in the chordae, the physician was only able to grasp the anterior leaflet. The decision was then made to only deploy the clip on the anterior leaflet. Once deployed, an additional clip was implanted to stabilize the clip, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported entrapment of device (clip caught on chordae) could not be determined. The reported patient effect of foreign body in patient appears to have been a cascading event of the reported entrapment of device (clip caught on chordae). The patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.